Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose level at the time of incident was 440 mg/dl and current glucose value was 440 mg/dl. Customer had low blood glucose of 40 mg/dl. Which was treating by eating. It was unknown if the insulin pump was on auto mode. The reservoir will not be returned for analysis.